Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery because the reservoir had herniated. The reservoir had migrated from the pre-vesicular area to out of that area and could feel it when touching the abdomen. The existing reservoir was removed and replaced with a new reservoir. No patient complications were reported.